Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient (B)(6) experienced overstimulation when the leads were inserted into the epg header and the electrodes were selected during postoperative programming (no amplitude was applied). Once epg was on there was no issue of overstimulation and reprogramming was completed. It was also reported the patient experienced overstimulation the following day when the epg was turned on. The trial was completed as scheduled.

Manufacturer narrative:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.